Event description:
It was reported that the user experienced nocturnal low blood glucose while using the ilet, stating that blood sugar drops in the night. Symptoms included hypoglycemia. Outcomes included no reported alerts or alarms and no reported medical encounters. Investigation included a request for additional information from the user to clarify event details. Investigation of this case revealed that the cause of the hypoglycemia remained unclear with no device alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.